Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of "stent broken." The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03721 for the other associated device information. It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used in stent removal procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, while the physician was pulling the stent out from the patient¿s duct during a stent removal procedure, the stent began to ¿break down¿. A piece of the broken stent migrated, but the physician was able to retrieve the broken piece from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03721 for the other associated device information. It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used in stent removal procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, while the physician was pulling the stent out from the patient¿s duct during a stent removal procedure, the stent began to ¿break down¿. A piece of the broken stent migrated, but the physician was able to retrieve the broken piece from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".